Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of kinked tubing close to needle hub between (B)(6) 2025 and (B)(6) 2025. The issues occurred with seven similar types of infusion sets. The customer replaced infusion sets and resumed insulin deliveries successfully, for all events. No further information available.